Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned meter - e-0 with lab control and test strips. Returned test strips acceptable with lab meters. Root-cause: rc-079: the control solution peak is being detected below the lower limit of 2.0 for mr2 v2.53 meter. Note: manufacturer contacted customer in a follow-up call on 21-apr-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern. Customer stated since the last call she had gone to see her doctor in relation to her diabetes; customer stated she had not been feeling well (date of visit and exact symptoms were not disclosed). Doctor had advised customer to change her diet and watch her sugar levels. There were no changes made to customer's medication.

Event description:
Consumer reported complaint for error message (e-5). At the time of the call the customer felt well and did not report any symptoms. No medical attention was reported at time of the initial call as a result of the actual blood glucose results. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 07/20/2022 and test strips were opened three days prior to call. The customer was not using proper testing techniques. During the call, a blood test was performed by the customer non-fasting and produced test result of 129 mg/dl using true metrix meter; customer was satisfied with the result obtained.